Event description:
It was reported that a cartridge alarm occurred during insulin delivery. There was no reported adverse impact to the customer's blood glucose level. A customer service representative assisted the customer in loading a new cartridge correctly, and the customer successfully resumed insulin therapy. Technical support took action by replacing the pump.